Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they alleging possible insulin pump under delivery. The customer¿s high blood glucose was 362 mg/dl at the time of incident. The customer was treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that insulin was not delivering when they did it manually on the insulin pump and customer also stated that insulin exited from tubing during the fill tubing process. The customer declined to performed the troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08710 inches. No under delivery anomaly noted.